Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient has to recharge the ipg more frequently than normal. Troubleshooting, reprogramming and a replacement charging system could not provide resolution to the issue. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Evaluation codes: results: the reported recharge was consistent with the expected recharge interval using the last known programmed settings. The ipg was tested to manufacturing specifications using automated test equipment and passed all tests. The returned device functioned as intended. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. The issue has been resolved by surgical intervention.

Manufacturer narrative:
This ipg serial number is included in field advisories. Recall: 1627487-12192011-003-r and 1627487-07262012-002-r. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.